Event description:
It was reported that a patient underwent a vitrectomy combined with phacoemulsification for cataract surgery on (B)(6) 2025 and suture was used. During the surgery, the suture broke frequently when knotting and could not be buried. The suture was replaced, which prolonged the patient's surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/22/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: - did one suture thread break multiple times during use on the patient, or did multiple suture threads break during use on the patient? If other. Please explain. - how long was the delay? Please specify in minutes. - was there any change in the patient¿s post-operative care due to the prolonged procedure? - were there patient consequences? If yes, please explain. --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected data: d1, d4, UDI. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. A mre cannot be completed ¿ 1078ml is an invalid batch number for san angelo.